Event description:
The pt's femoral canal was prepared in normal fashion and broached to a size 11 standard corail. Size 11 corail implant was opened and manually inserted until resistance was met. Inserter was engaged and used to finish impaction. Implant stopped approximately 1 cm proximal to neck resection. Size 11 standard was extracted with some difficulty and size 11 high offset stem was implanted with no difficulty. There was a 15 minute delay in surgery.